Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the cutters could not be inserted into the handpiece. The units were evaluated and were found to be out of specifications, the cutters flats were off centered. The assignable root cause was due to improper machining of this part during the manufacturing process with the cutters being manufactured with the proximal cutter¿s position out of allowable tolerance. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported that during an acoustic neuroma surgical procedure it was observed that three identical dissection burrs would not fit into the motor device. It was reported that there was no delay in the surgical procedure due to the event as smaller sized spare devices were available for use. The reporter stated that the procedure was successfully completed by using the same motor device. There was no difficulty with the spare devices. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.